Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument did not appear as if it was sealing. The intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi technical service engineer (tse) that the vse was also taking a long time and still firing instead of completing the firing cycle and the auto stop happened. The csr informed the tse that the customer was getting a new vse instrument now and they would RMA the suspect vse instrument. Logs did not show any errors at the time of the call. The csr informed the tse that the customer had installed a new vse instrument, and it was working as intended. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
As of the date of this report, the vessel sealer extend instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.